Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: model 3189, scs lead; therapy date: unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07436. It was reported that the patient's cervical leads migrated. X-ray confirmed the migration. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Post-operatively, effective therapy was established.